Event description:
Manufacturer rep reported device system was removed due to infection. The device was explanted but not returned to the manufacturer for analysis. A follow-up report will be sent when additional information is received.